Event description:
It was reported by the center that patient was seen for device evaluation in 2001 after patient received trauma to the head. Testing conducted demonstrated that system was no longer functioning. Patient will be implanted with another clarion device.